Event description:
It was initially reported that the device had its service wrench illuminated. Upon initial eval by physio-control, it was observed that the device had logged a critical fault code, which effects defibrillation therapy delivery. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.